Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not making holes in the graft. The surgeon manually made holes in the graft and the device was noted to not have been worked on in years. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports. Initial qa inspection of the meshgraft ii on august 10, 2016 revealed nicks and scratches to the ratchet head and handle. The meshgraft handle was worn and the side plates were loose allowing the handle assembly to wiggle back and forth. There were several nicks to the cutter blades however the device produced a passing sample graft. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the cutter, roller, worn side plates, handle, and repair of the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician could not reproduce the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the cutter, roller, worn side plates, handle, and repair of the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not making holes in graft during surgery. The surgeon manually made holes. The unit had not been worked on in years. No adverse events were reported as a result of this malfunction.